Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not remove or add insulin from a filled cartridge after loading onto the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Additionally, customer removed insulin during pumping and/or outside of the load sequence. Tandem's technical support educated customer on cartridge labeling. Customer's blood glucose (bg) was over 500 mg/dl; cause unknown. Correction boluses via the pump were delivered and manual insulin injections were used to address bg.